Manufacturer narrative:
Cpi received additional info that the model 4316 leads were removed from the pt four years prior to the pts death.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and lead system was taken out of service for patient death. The cause of the death is undetermined.